Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the investigation identified that foreign object in the device. It is likely due to maintenance. However, the foreign matter adhesion could not be identified and the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that foreign object were found in the device. There were no reports of patient involvement.